Event description:
The end user states the motor locked up, threw an error code and dumped him down the ramp 3 times. He states he had to call 9-1-1 to get him up off the ground. No injuries but he states he has used the chair heavy as if he lives in it. The arm rests are gone and the seat is cracked due to wear.